Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) with pancreatoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while performing electrohydraulic lithotripsy (ehl) on the pancreatic stone, they noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the spyscope ds device detached and there were no reported issues with the ehl probe. The procedure was completed with a second spyscope digital access and delivery catheter. There were no user injury nor patient complications reported as a result of this event.